Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with complaints related to the infection that he had developed. The system was explanted successfully. A temporary system was installed until infection has been cleared. No time line had been set.